Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 39 months ago. Aneurysm morphology at the time of implant was not reported. Vessels had no thrombus or calcification. It was reported that the pt return for a routine follow-up, which revealed that the aneurysm had grown. A CT and angiogram did not show any endoleak. The physician elected to reline the talent stent graft with two aneurx limbs with successful results. No additional clinical sequelae were reported, and the pt is fine. An internal review of returned films showed a likely endoleak of an unk type just below the proximal aortic neck seen near the flow divider of the bifurcated stent graft. No changes in the in-vivo stent graft position can be evaluated, as immediate post-implant films were not provided.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak).